Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, instrument log review, labeling review, and instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. The prism analyzer serial number 1042 reagent pump (part 01g40-93) was replaced for the activator station and the issue did not recur after the pump was replaced. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 01a77-48, that has a similar product distributed in the us, list number 06e66-68.

Event description:
The customer observed multiple (B)(6) while using the prism analyzer with the prism hbcore assay. (B)(6). After repairs were made, the retested samples were nonreactive. However, no specific retest data or values were provided. No impact to patient management was reported.